Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 07/13/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: all of the buttons were found to be responding; contamination was observed under the button contacts.

Event description:
On (B)(6) 2012, the reporter called animas pump support alleging that the ok/enter button is intermittently unresponsive. He stated he has to press the button several times to elicit a response from the button (intermittently). The keypad is reportedly intact. The pump is worn in a pocket, and a protective case is used. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.